Event description:
Injected with two syringes of bellafill in the midface and tear trough. Severe, constant pain in the eyes since then. Pain is so agonizing, it interferes with daily actives and sleep.